Event description:
Product was returned as an implant failure because it became loose. Based on the report, the pt had good moderate hygiene and moderate bone condition. The surgery was a one stage surgery in tooth location #3. Bone augmentation material was not used. The implant was removed because of infection. The pt is described as stable, but treatment ongoing. The pt had received another implant recently and is recovering fine. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.